Event description:
Our cauti (catheter associated urinary tract infection) task force has noticed a trend in a certain type of catheter having fallen out of patient's fully inflated (while patient is lying in bed). No harm to patient. However, wanted to report this observed trend (will file each event separately). Event #4: a foley catheter was placed in an elderly patient on gynecological service. She had undergone a total abdominal hysterectomy and laparotomy staging, aortic & vena cava lymph node dissection and cystoscopy with bilateral stent placement. The foley fell out with balloon still inflated. Per nurse, it was a fully intact balloon with no pulling/trauma/unprovoked. No trauma was observed. For surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device, (brand not provided) (per site reporter). Informed of the trend.